Event description:
The customer reported via phone call that his blood glucose shot up to 360 mg/dl and it took a while to drop back down. Customer's blood glucose dropped to 38 mg/dl yesterday. Customer stated that two or three nights ago, his blood glucose was 360 mg/dl or 380 mg/dl and it only dropped 20-40 points after 10 units. Customer bolused and his blood glucose did not go down. Customer stated that it took all afternoon for his blood glucose to go down. Customer stated that the readings from his meter have been more than 100 points off. Customer stated that he will see his trainer on wednesday and will call back for assistance on adjusting his settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.